Event description:
The customer initially reported that their device was showing its service indicator and had logged an event code. Upon evaluation of the device, it was observed that the device was only delivering a monophasic shock. This is indicative of a partial loss of defibrillator output energy due to a loss of a portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assembly and determined that the cause of the reported failure was due to a cracked and open filter, designator fl29.